Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find internal shorts between conductors however an open circuit was noted due to procedural damage to the conductors. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented on the emergency room due to an alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that the right ventricular (rv) lead exhibited high defibrillation impedance, and the left ventricular (lv) lead exhibited high pacing impedance and failure to capture. The rv lead was reprogrammed. The patient then presented for a lead replacement procedure. During the procedure, while attempting to explant the rv lead, the atrial (ra) lead became dislodged. While attempting to explant the lv lead, the lead broke. All three leads, including the ra, rv and the partial lv lead, were explanted and replaced. The patient was in stable condition.